Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected device. According to the logfile, the reported behaviour could be confirmed. At the reported time, the device performed a restart of the ventilation unit, during use. Caused temporary malfunction of module m4.1 (flow and pressure measurement module). The device alarmed and behaved as specified: "device failure", "device failure(1)", "device failure (12)" and "ventilation unit restarted". After successful restart of the device, the ventilation continued until the ventilation was set into standby mode by the user. No patient health consequences have been reported. It was reported, that a dräger service technician replaced the pba m4.1, during onsite investigation. Afterwards, the device was tested as per, manufacturer specification without any issues. The results of the investigation did not reveal any new risks. Which are not covered by the product risk management file. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported, that the unit displayed a device failure, while ventilating a patient. No patient injury. The event occurred on 8/3. The device alarmed. According to the initial log analysis, the device made a reboot at the reported time. In case, the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. No patient health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the unit displayed a device failure while ventilating a patient. No patient injury. The event occurred on 8/3. The device alarmed. According to the initial log analysis the device made a reboot at the reported time. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. No patient health consequences have been reported.